Event description:
It was reported that the device battery measurement was lower than the elective replacement battery voltage level (eri) but the device does not indicate eri. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the device experienced low telemetered battery voltage. On 31-aug-2010, the telemetered battery voltage was 2.57 v while the daily battery voltage trend measurement was 2.89 v.